Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously elevated troponin (accu tni) results generated by the unicel dxi 800 access immunoassay system for multiple pts. Four (4) pt samples were tested for accu tni and results obtained were in the range of 0.69-1.22ng/ml. The original samples of all 4 pts were re-tested on a different instrument and repeated results were in the range of 0.02-0.20ng/ml. The results were reported out of the lab, but no change to pt treatment was noted.

Manufacturer narrative:
The specimens were collected in bd sodium heparin, non-gel, plastic plasma tubes, and were centrifuged at room temperature at 4,500 rpm for 5 minutes. Qc was in specs before the event. Qc repeated after the increase in falsely elevated results filed. Per customer, they had rec'd incubator and wash wheel hardware event log errors starting on the night prior to the event. A field svc engineer (fse) was dispatched: the fse noted that dispense probe tubing had snapped and been replaced by customer. While attempting to verify the instrument, the fse had rec'd multiple incubator wheel errors. Per fse, the incubator motor encoder showed signs of corrosion that may have been caused by the snapped dispense tubing and replaced part. After repair, the fse conducted a diagnostic test and performed qc; all results passed within specs. Although the fse addressed hardware issues, a clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.